Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and insulin delivery. Customer¿s blood glucose (bg) was 528 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.